Manufacturer narrative:
Lorazepam appears in the urine largely as the glucoronidated metabolite. It was noted the lorazepam in the specimen was glucoronidated. Cross reactivity to glucoronidated lorazepam is unknown. If additional information is received, appropriate notification will be provided.

Event description:
Several negative samples of urine tested for benzodiazepine which contained considerable quantities of lorazepam when determined by chromatography. One example provided found 890 ng/ml by chromatography and only 10 ng/ml on this analyzer. Total number of pts involved was not provided. No information was provided to determine if erroneous results were reported or if pts were adversely affected.